Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient heard beeping once before. The healthcare provider (hcp) did not receive the medication on time and so he had to wait a day or two. The pump got refilled once they got the medication. No patient symptom was reported. Event date was sometime this year and no further complication was reported.